Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device file and the customer's report was not replicated or confirmed. Review of the log shows one charge event that was followed by a successfully delivered shock. There were other multiple charge events recorded in the log and all were internally dissipated due to a change in the energy selection or power off of the device. Review of the log indicates while using paddles there are large variations in the impedance waveform which can indicate, among other things, poor coupling, movement of the paddles, and/or not enough gel used. Based on the information available, the device appears to have functioned as intended and was able to deliver a shock when all criteria was met. The device nor any of the accessories were returned for evaluation. No trend is associated with reports of this type.